Event description:
It was reported that during an unknown procedure, on first firing of device the clip deployed unformed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.